Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.

Event description:
The pt has a partial obliterated cavity. He was at the local ent-doctor, who discovered a "foreign object" behind the tympanic membrane and tried to remove it, whereby the electrode was pulled out of the cochlea. Then the electrode lay in the middle ear. The pt was reimplanted on (B)(6) 2011.